Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) lead pulled back. The lead exhibited intermittent capture at maximum outputs, no sensing, and impedance measurements of 0 ohms. The patient was not pacemaker dependent. It was noted that when the lead pulled back, it had pulled some tissue with it which caused a small cardiac tamponade. This resolved itself in a few days and then a surgical revision was performed to reposition and re-suture the lead. No additional adverse patient effects were reported. The lead remains in service.